Event description:
The MFR's rep reported a suspected catheter occlusion. A study was performed and it was "ok". The MFR's rep reported that it was difficult to aspirate and inject dye. There was a volume discrepancy in the pump. No pt symptoms were reported. A f/u report will be sent if add'l info becomes available to us.